Event description:
Donor ID software is suppose to prevent health history questions from not being asked of all donors. Event discovered in 2003, first occurred in 2002. The software is installed on a dell inspiron 4150 laptop computer.